Manufacturer narrative:
The following is a correction: lot # 2237426 was initially reported, however, that is not a lot# manufactured for this product. H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo provided, testing of retained tubes was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after centrifugation with 3 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes poor barrier separation of sample occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: we have a problem with your yellow tubes with gel. Indeed, the gel remains at the bottom of the tube after centrifugation, which means that it does not play its role of separating the cells from the serum during centrifugation. We have seen this in several batches. Is there not a problem of temperature during transport or storage because the gel has a strange appearance.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2237426. Medical device expiration date: 31-mar-2024. Device manufacture date: 02-sep-2022. Medical device lot #: 2245739. Medical device expiration date: 31-mar-2024. Device manufacture date: 02-sep-2022. Medical device lot #: 2283422. Medical device expiration date: 30-apr-2024. Device manufacture date: 10-oct-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 3 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes poor barrier separation of sample occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: we have a problem with your yellow tubes with gel. Indeed, the gel remains at the bottom of the tube after centrifugation, which means that it does not play its role of separating the cells from the serum during centrifugation. We have seen this in several batches. Is there not a problem of temperature during transport or storage because the gel has a strange appearance.